Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician went onsite, and evaluated the ventilator. The power board of the unit was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 unit is giving ln alarm (shutdown for other than pressing on/standby) . At this time, there is no information regarding patient involvement associated with the reported event.